Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73d1900257 was manufactured on 04/09/2019 a total of (B)(4) pieces. Lot was released on 04/18/2019. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. A loose clip was also returned broken in two pieces. The cartridge and loose clip were visually examined with and without magnification. Visual examination revealed that the loose clip exhibited a staggered break where it was broken at the center of the outer hinge and was also broken at the pierced boss side of the inner hinge. The cartridge was returned with no clips remaining in it. The clip breaking at the hinge during ligating was determined to be the result of insert mismatch at the hinge area on the pierce leg side of the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. Reference file anp1900073601 for investigation photos. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The loose clip exhibited a staggered break where it was broken at the center of the outer hinge and was also broken at the pierced boss side of the inner hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. One empty cartridge and a loose clip that was broken in two pieces were returned. The loose clip exhibited a staggered break where it was broken at the center of the outer hinge and was also broken at the pierced boss side of the inner hinge. The clip breaking at the hinge during ligating was determined to be the result of insert mismatch at the hinge area on the pierce leg side of the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that a clip got broken at ligation during laparoscopic cholecystectomy. All the fallen pieces were retrieved, and no health injury to the patient was reported.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip got broken at ligation during laparoscopic cholecystectomy. All the fallen pieces were retrieved, and no health injury to the patient was reported.